Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient's ipg became inoperable following an unrelated surgery even though ipg was put into surgery mode. A manufacturing representative was able to recover the ipg and provided therapy to the patient.